Event description:
Customer reported a secondary of vancomycin infused faster than expected. Per customer "vancomycin piggy back hung with secondary tubing. After approximately 20 minutes, rn noticed medication bag was almost empty. Dose set to run over 2 hours. Stopped infusion immediately and notified charge rn and pharmacy of occurrence. Tubing and pump double checked to verify settings were entered correctly. No programming error found and tubing set up correct. Discarded fluid bag and tubing, new set up hung and new order for medication received." There was no patient harm reported and no medical intervention was required. Although requested, no additional event or patient information provided by the user.

Manufacturer narrative:
(B)(4). Customer stated no product would be returned because the sets were discarded. The customer complaint of secondary infused faster than expected could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified. No further analysis could be performed on unknown model and unknown lot number due to no information being provided by customer.